Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/01/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was faded, discolored, and difficult to read. A test screen was installed and displayed properly. No leak or internal moisture was observed. Unrelated to the complaint, the keypad cover was torn over the ok button and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display screen was blank following an accidental fall while wearing the device. Although no damage was reported, the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.